Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, they are unhappy with the results due to the inability to read street signs or computers. Additional information has been requested.